Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited a damaged screen, consistent with a physical damage to the display component, which led the user to discontinue use and prompted a replacement; the user reported elevated blood glucose readings with a maximum of 278 mg/dl and prolonged hyperglycemia, and no alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin delivery and continued use of other diabetes therapies during the replacement period. Investigation included request to charge and power on the device to sync data and logistical assessment for device return and replacement. Investigation of this device revealed physical damage to the screen of the ilet unit, which is consistent with a device display failure due to external damage rather than an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.